Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an allergic skin reaction while wearing the adc freestyle libre senor. The customer has a medical diagnosis of eczema and developed "small buttons" at the sensor site and was prescribed the steroid, locoid (hydrocortisone butyrate 0.1%) cream/ointment, for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch ((B)(4)) and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated. The adhesive was returned. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
A customer reported an allergic skin reaction while wearing the adc freestyle libre senor. The customer has a medical diagnosis of eczema and developed "small buttons" at the sensor site and was prescribed the steroid, locoid (hydrocortisone butyrate 0.1%) cream/ointment, for treatment. There was no report of death or permanent injury associated with this event.